Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. There was noise in the image. Additional issues were found. The curved tube was crushed due to an external factor. The bending angle was insufficient due to the elongation of the angle wire. Poor insertion of the treatment tool was observed in the forceps channel. The insertion tube was crushed due to an external factor. The curved rubber adhesive was missing. The adhesive part of the objective lens was scraped due to an external factor. Watertightness was not maintained due to holes in the universal cord due to external factors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The distributor reported on behalf of the customer, the evis lucera bronchofibervideoscope presented a line in the image. No patient harm reported. During the evaluation of the device, it was noted coating was peeling on the insertion tube. This report is to capture the reportable malfunction of peeling coating on the insertion tube noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the the suggested phenomenon was due to stress of repeated use, external factors, or handling. It is recommended that the user inspect the unit prior to use and on a regular basis continuously. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 30-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.